Event description:
It was reported by service report that the bed exit was not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: incorrect footboard installed on bed. Conclusions: correct footboard installed.